Manufacturer narrative:
This report is submitted on september 14, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced consistent infection issues at abutment site, resulting in the decision to remove the abutment on (B)(6) 2017.